Manufacturer narrative:
(B)(4). The pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: testing was unable to verify or duplicate the reported unconfirmed alarm issue. A 29 hour flow accuracy test was performed and no alarms or power issues occurred during testing.

Event description:
On (B)(6), 2012, the patient claimed her blood glucose went "hi, above 600 mg/dl" while she had power issues with the subject pump. Reportedly, the battery life on the subject pump was only about 12 hours over the past 3 days. The patient claimed the battery died during the night and she woke up feeling nauseated and a reading of "hi." She was able to take insulin via syringe to fix her blood glucose to 300 mg/dl. During troubleshooting, the animas representative verified the low battery alarm provided the patient with warning which possibly went unconfirmed prior to the power outage. The short battery life issue was not resolved with training. Although the alleged product issue is not likely to cause an adverse event because the pump will alarm to alert the user of the issue and the owner's booklet instructs the user to be prepared to give his or herself an injection of insulin if delivery is interrupted for any reason, this complaint is being reported due to possible use error and because the patient had blood glucose reading above 600 mg/dl while on insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.